Manufacturer narrative:
This information was not provided in initial report nor in returned completed questionnaire. Without a lot number, synthes is unable to determine a manufacture date. No evaluation could be made, no conclusion could be drawn as no device has been returned.

Event description:
When surgeon was implanting a 4.5mm cannulated screw partially threaded to treat pt with fracture of 5th metatarsal, floroscope showed that the threads of the screw were peeling. When surgeon backed the screw out, the threads twisted back into place and appeared to be in tact. Another screw of the same part number was selected and case was completed without incident.